Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device was unable to capture the patient heart rate while pacing during a life-saving procedure. The user needed to reboot the device to continue treatment. The device was reported to be in use on a patient, causing a delay in life-threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer reported an issue with the heart rate during pacing and reported a ¿low amp output message on screen¿ while treating a bradycardic patient with demand mode transcutaneous (tc) pacing. The event file and waveforms were reviewed by a philips clinician and showed that the patient¿s heart rate was initially in the range of 40 beats per minute with a systolic blood pressure of 118 mmhg. Tc pacing was initiated at 70 ppm/40 ma and four seconds later an alarm was generated: ¿pacer output low alarm¿. The patient¿s o2 saturation at the time was 99%. The heartstart mrx instructions for use (publication 453564307761, page 90) provides the following information related to the ¿pacer output low alarm¿. ¿while pacing, if the pacer output drops below the selected setting (sometimes caused by poor pads contact as a result of gas bubbles underneath the pads) by 20 percent or 10 ma (whichever is greater), a pacer output low yellow alarm is displayed on the top line of the pacer status block. The alarm remains on the display until pacing is stopped, the condition clears or the therapy knob is moved off the pacer position. A pacer output low entry is logged in the event summary.¿ as a result of the ¿pacer output low¿ alarm, the users increased the ma settings to maximum output and also increased the rate to 80 ppm. The patient¿s heart rate fluctuated above and below the set pacer rate while in the demand mode which resulted in intermittent paced beats. This potentially caused the users to believe that the two conditions, intermittent pacer beats and the above referenced alarm message, were related. Philips pads were used during this pacing event. The device was returned to the philips repair bench for evaluation. The device was fully tested and passed all performance verification testing the device was returned to the customer. There was no malfunction of the device. This report is consistent with a user misinterpretation of the device messaging and designed device behavior relative to heart rate and demand pacing.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips the device was unable to capture the patient heart rate while pacing during a life-saving procedure. The user needed to reboot the device to continue treatment. The device was reported to be in use on a patient, causing a delay in life-threatening therapy/ treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.